Manufacturer narrative:
Event site zip code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy, the console generated a blood detected alarm. Blood was found in the tubing, and the iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath. A catheter tubing kink was observed at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal and measuring approximately 0.04cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy, the console generated a blood detected alarm. Blood was found in the tubing, and the iab was removed. There was no reported injury to the patient.

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy, the console generated a blood detected alarm. Blood was found in the tubing, and the iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).